Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("lightheadedness"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), visual impairment ("vision probs"), headache ("headaches"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dizziness, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, visual impairment, headache, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and visual impairment to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2008 and (B)(6) 2008 patient received treatment for events abdominal pain, menorrhagia, metorhagia (bleeding b/w periods), dysmennorhea, dyspareunia, lightheadedness, vision probs, headaches, migraine, hair loss, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, menorrhagia, metorhagia (bleeding b/w periods), dysmennorhea, dyspareunia, lightheadedness, vision probs, headaches, migraine, hair loss were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 824840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, vulvovaginal pain, breast lump, d & c, cesarean section, abdominoplasty (2008) and tension headaches. Previously administered products included for birth control: iud and nuvaring. Concurrent conditions included cervix inflammation, dysuria, breast pain, mastalgia, gerd and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In february 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In august 2011, the patient experienced migraine ("migraine/migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("lightheadedness"), metrorrhagia ("metorhagia (bleeding b/w periods)"), visual impairment ("vision probs"), headache ("headaches"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Partial)/supracervical hyst/robotic assisted laparoscopic hysterectomy and right cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dizziness, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, visual impairment, headache, migraine and alopecia had resolved and the vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, menorrhagia, metorhagia (bleeding b/w periods), dysmenorrhea, dyspareunia, lightheadedness, vision probs, headaches, migraine, hair loss, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both essure devices are in good position. Imaging procedure - on (B)(6) 2011: results: other. Ultrasound pelvis - on (B)(6) 2011: nonvisualization of the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, menorrhagia, dysmenorrhea and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. New events abnormal bleeding (vaginal, menorrhagia) and lower back pain were added. Onset date of the events were added. Historical drug, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 824840-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, vulvovaginal pain, breast lump, d & c, cesarean section, abdominoplasty (2008) and tension headaches. Previously administered products included for birth control: iud and nuvaring. Concurrent conditions included cervix inflammation, dysuria, breast pain female, mastalgia, gerd and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraine/migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("lightheadedness"), metrorrhagia ("metorhagia (bleeding b/w periods)"), visual impairment ("vision probs"), headache ("headaches"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Partial)/supracervical hyst/robotic assisted laparoscopic hysterectomy and right cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dizziness, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, visual impairment, headache, migraine and alopecia had resolved and the vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, menorrhagia, metorhagia (bleeding b/w periods), dysmennorhea, dyspareunia, lightheadedness, vision probs, headaches, migraine, hair loss, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both essure devices are in good posicion. Imaging procedure - on (B)(6) 2011: results: other. Ultrasound pelvis - on (B)(6) 2011: nonvisualization of the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, menorrhagia, dysmenorrhea and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch not invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.